Event description:
The lay user/patient contacted lifescan in 2007, regarding his one touch lancing device (mini lancer). The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that the new one touch lancing device was hard to use because he has big hands. He then stated that because he could not use the lancing device he did not bother to check his blood glucose. By the time he was supposed to go to his doctor's office for an appointment, he did not feel well and was given a shot (patient unsure about what was given). The patient also reported that he stayed in the hospital until his vitals were okay and then he was sent home. Although there is insufficient information provided, regarding the events prior to the patient experiencing symptoms and visiting the doctor, this complaint is reported because the patient alleged he stopped checking his blood glucose due to the alleged issue, felt "unwell" and was treated with a "shot" at the doctor's office.